Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) would not record even when the patient had an incident. The icm is planned to be removed. No patient complications have been reported as a result of this event.